Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced syncope. Upon investigation, the right ventricular (rv) lead was found dislodged and found with failure to capture. The patient received a right ventricular lead revision on (B)(6) 2020. The lead was repositioned and reused. The patient was stable following procedure.